Event description:
Pt w/ dx of end stage congestive heart failure on transplant list. Admitted for eval of congestive heart failure exacerbation hx of ICD implant. Pt had not ever received shock. -(no evidence that they should have). In n/s rhythm on admission. ICD could not be detected on telemetry medtronic contacted. Communication efforts failed. ICD #7271 explanted. Pt tolerated well w/no complaint.